Event description:
Reference number (B)(4). Event occurred in canada. On 07-july-2024, it was reported that the patient encountered infusion set leakage. Patient blood glucose level was found to be 24.3 mmol/l and patient take correction bolus via pump. No further information available.

Manufacturer narrative:
E1 patient country canada.